Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that the right ventricular (rv) lead previously has exhibited gradually increasing, out-of-range shock impedance measurements (145 ohms). Additionally, elevated, but still in-range pacing impedance measurements (1900 ohms) were observed. During a follow-up appointment, provocative maneuvers and postural testing were performed, which revealed no impedance changes or producible noise. Boston scientific technical services (ts) was contacted for review, and it was discussed that the shock impedance values had been gradually rising since implant, with the first out-of-range alert noted in 2022. Despite the lack of reproducible noise, ts recommended a thorough lead integrity evaluation to exclude impairment. Further postural, threshold testing, x-ray imaging, and potential defibrillation threshold testing (dft) were recommended to confirm appropriate lead function. Should any abnormalities be observed, a lead revision should be considered to ensure adequate therapy delivery. The physician performed commanded shock testing, which resulted in the measured impedance values of 100 ohms via the 1.1 joule shock and 103 ohms via the 41 j shock. As these values were in-range, the physician elected to continue with normal monitoring. Recently, the implantable cardioverter defibrillator (ICD) device was explanted and replaced due to normal battery depletion. The physician elected not to revise the rv lead during the procedure, as all parameters were observed to be in-range with no noisy signals present. The patient is continuing with normal monitoring. The ICD will not be returned, and the rv lead remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
Summary of the investigation: with the available information, boston scientific cannot confirm the root cause of the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: with all the available information, boston scientific is unable to conclude the root cause of the incident. This lead has not been returned; therefore, a technical analysis cannot be conducted. Without a returned lead, it is not possible to definitively confirm how the {{device}} may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Risk review: a risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this lead remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory and our investigation is considered complete.

Event description:
It was reported that the right ventricular (rv) lead previously has exhibited gradually increasing, out-of-range shock impedance measurements (145 ohms). Additionally, elevated, but still in-range pacing impedance measurements (1900 ohms) were observed. During a follow-up appointment, provocative maneuvers and postural testing were performed, which revealed no impedance changes or producible noise. Boston scientific technical services (ts) was contacted for review, and it was discussed that the shock impedance values had been gradually rising since implant, with the first out-of-range alert noted in 2022. Despite the lack of reproducible noise, ts recommended a thorough lead integrity evaluation to exclude impairment. Further postural, threshold testing, x-ray imaging, and potential defibrillation threshold testing (dft) were recommended to confirm appropriate lead function. Should any abnormalities be observed, a lead revision should be considered to ensure adequate therapy delivery. The physician performed commanded shock testing, which resulted in the measured impedance values of 100 ohms via the 1.1 joule shock and 103 ohms via the 41 j shock. As these values were in-range, the physician elected to continue with normal monitoring. Recently, the implantable cardioverter defibrillator (ICD) device was explanted and replaced due to normal battery depletion. The physician elected not to revise the rv lead during the procedure, as all parameters were observed to be in-range with no noisy signals present. The patient is continuing with normal monitoring. The ICD will not be returned, and the rv lead remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead previously has exhibited gradually increasing, out-of-range shock impedance measurements (145 ohms). Additionally, elevated, but still in-range pacing impedance measurements (1900 ohms) were observed. During a follow-up appointment, provocative maneuvers and postural testing were performed, which revealed no impedance changes or producible noise. Boston scientific technical services (ts) was contacted for review, and it was discussed that the shock impedance values had been gradually rising since implant, with the first out-of-range alert noted in 2022. Despite the lack of reproducible noise, ts recommended a thorough lead integrity evaluation to exclude impairment. Further postural, threshold testing, x-ray imaging, and potential defibrillation threshold testing (dft) were recommended to confirm appropriate lead function. Should any abnormalities be observed, a lead revision should be considered to ensure adequate therapy delivery. The physician performed commanded shock testing, which resulted in the measured impedance values of 100 ohms via the 1.1 joule shock and 103 ohms via the 41 j shock. As these values were in-range, the physician elected to continue with normal monitoring. Recently, the physician elected to surgically explant and replace the implantable cardioverter defibrillator (ICD) device to resolve the event. Information has been requested as to whether the rv lead was also revised during the procedure. The explanted ICD is expected to be returned for analysis, and the rv lead remains implanted and in-service. No additional adverse patient effects were reported.